Event description:
It was reported that hte customers insulin pump started having keypad issues. After intermittently working the keypad eventually stopped functioning properly. Customers blood glucose level was at 111mg/dl. Product is being replaced. No additional information provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened buttons dome switch. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.